Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 180 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, missing end cap sticker, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. All buttons function properly. However, insulin pump had moisture damage was noted on keypad traces.